Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction, it is possible that high-energy instruments (such as high-frequency instruments) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct section h4 from 11/29/2022 to 5/28/2018.

Event description:
No additional information provided by the customer.